Event description:
It was reported that after a carotid stenting procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during deployment, the suture unraveled inside. The device was removed and a second proglide device was attempted, but the suture became stuck. The white tab (link) was jammed on the foot. The device was removed and a third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned product did not confirm the reported needle-to-cuff miss as evidenced by the deployment steps not being completed. The condition of the device was consistent with the completion of steps one and three only. The device was returned with the lever raised, the anterior and posterior cuffs remained in their respective foot pockets with the link, and the needle plunger was removed. Needles deployment had not been completed as evidenced by the posterior needle remaining in the pre-deployed position. The failure to complete the deployment steps in sequence prevented suture harvesting. During functional testing, the lever and foot operated normally. The needle plunger was re-inserted resulting in acceptable needle trajectory, depth, mandrel travel, and the anterior needle was captured by the anterior cuff. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. In addition, the customer returned six unused, sterile proglide devices for evaluation with the same part and lot number as the complaint device. Functional testing was performed and the devices functioned as expected, the anterior and posterior needles were captured by their respective cuffs, and the sutures were harvested without difficulty. No manufacturing or abnormal observations were detected. Based on the visual inspection and functional testing of the returned devices, there is no indication of a product deficiency that would contribute to the reported experience of the originating cases.